Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was stretched and would not retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and the physician suspected the helix was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.